Event description:
It wasp reported that a patient presented in-clinic. Upon examination, the patient's right ventricular (rv) lead was found to have exhibited increased capture thresholds and high pacing impedance. Rv lead dislodgement was suspected due to these electrical issues. No imaging was used to confirm the dislodgement, and no additional electrical anomalies were reported. The rv lead was explanted and replaced on (B)(6) 2022. The patient was recovering and no additional patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement, increase in thresholds and high pacing impedance. As received, a partial lead (only distal portion) was returned in one piece. X-ray inspection found broken cables and helix damage consistent with procedural damage. Unable to test the helix mechanism and measure the helix extension length accurately due to damaged helix, as received. The reported events of increase in thresholds and high pacing impedance were not confirmed. Electrical testing did not find any indication of internal shorts but found broken cables consistent with procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.